Manufacturer narrative:
A lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufactured records could be reviewed, receiving sterile devices to tensile test, or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, what the routine movement was as reported by the patient, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.

Event description:
It was brought to our attention that about three weeks ago (exact date is unknown) a patient arrived at (B)(6) hospital who had undergone knee replacement surgery at (B)(6) hospital in (B)(6), about two weeks earlier, following an opening in the surgical incision. The patient was taken to the operating room for the purpose of closing the surgical incision (including performing rinses to prevent infection), and after hospitalization was released in good condition and without infection. According to the surgeon who performed the revision surgery, when the patient arrived at the hospital, the surgical incision area was open and the wires were loose and torn according to him, the patient informed the medical staff that the opening was created during a routine movement in her home without a trauma incident. According to him, an opening in the surgical incision area can be caused by a variety of possible reasons, including overload / pressure on the wires or the internal void, and he cannot know what caused the opening by the appearance of it. The surgeon who performed the first surgery in assuta, explained that during the knee replacement surgery different types of sutures were used in different layers of tissue to close the surgical incision, as detailed below: approach the capsule of the knee by using vcp9378h or vcp372h. Close the capsule of the knee using sxpp1a400 or sxpp1a445. Closure of the subcutaneous and skin layers using sxmd2b412. It should be noted that the surgeon who performed the knee replacement surgery indicated that she had learned to use the sutures from other doctors, and had previously used these sutures without a hitch.

Manufacturer narrative:
Additional information was received from the distributor indicating the suture was not used in accordance to the instructions for use. Questions were asked regarding the initial use of the device. The surgeon, in closing the knee capsule, utilized a square knot which is not recommended and stated in the IFU. In addition, two (2) back stitches were not utilized to secure the device in the tissue as stated in the IFU for this product.